Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted. Healthcare professional reported capsular contracture grade IV and rupture. Treatment: capsulectomy+ mastopexy + brachioplasty.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted. Healthcare professional reported capsular contracture grade IV and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified yellow, white particle material on the shell, one curved opening and fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side textured implant exchange. The device has been explanted. Healthcare professional reported capsular contracture grade IV and rupture.